Event description:
See initial.

Manufacturer narrative:
The defective pumps were returned for further investigation. During the evaluation the reported issue could be confirmed. As root cause it was found that both pumps were heavily polluted and the motor electronics were defective.

Event description:
See initial.

Manufacturer narrative:
Livanova deutschland received additional investigation results related to the replaced distribution board. The board was tested and it was identified that the resistors were found to be defective.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to defective patient pumps and a defective distribution board. These components were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced components were requested back for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient side during procedure. There was no report of patient injury.